Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet touch screen was found cracked, after which the device was not functional and no longer watertight, and a replacement was arranged. Symptoms included no change in blood glucose. Outcomes included the user being advised to discontinue use of the damaged device, shut it down to avoid alerts, continue cgm use independently, and undergo a standard startup on the replacement device because therapy data would not transfer. Investigation included collection of device history and logistics details, shipment of a replacement, and retrieval of the damaged unit. Investigation of this device revealed a cracked display/touchscreen component that rendered the device inoperable, with the failure localized to the external user interface. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to handling.